Event description:
It was reported by the customer's mother that the customer's insulin pump was not working properly. The customer's blood glucose was unknown at the time of reporting. She stated that the date and time had frozen and information was not being saved. She was informed that the insulin pump would have to be replaced. She called back later and stated that she had figured out the problem, and no longer needed the replacement insulin pump. The replacement pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.